Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected an alert for out-of-range right atrial (ra) lead impedances and intrinsic amplitude measurements. It was noted that since the ra lead appears non-functional and the hospital is aware of this, it was recommended by a latitude remote patient monitoring support consultant that both atrial sensing and the daily measurements for the ra lead were turned off. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected an alert for out-of-range right atrial (ra) lead impedances and intrinsic amplitude measurements. It was noted that since the ra lead appears non-functional and the hospital is aware of this, it was recommended by a latitude remote patient monitoring support consultant that both atrial sensing and the daily measurements for the ra lead were turned off. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.